Manufacturer narrative:
(B)(4). Date sent: 9/21/2020, batch # u5ch0u. Investigation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, the washer uncut, and the drivers and knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on. The device opened and closed without any difficulties. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the alignment pin would not line up and the surgeon was unable to close and fire the device. The procedure was completed with a like device with no patient consequences. No additional information is available at this time.